Event description:
Surgeon reported that (2) of (4) 4.0mm ti cancellous bone screws implanted in 2004 backed out post-operatively. Six months later surgeon removed the screws and plate (pn450.273) and replaced them all with new ones.